Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the administration cassette was leaking. The transition from the pouch to the line did not appear to be properly sealed. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: the sample consist of fourteen (14) cassette units from p/n 21-7302-24 l/n 4048892; the returned samples were received in used conditions without their original package. Visual inspection results: the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. No leak test could be performed in leak tester since the unit was received with liquid inside. Functional testing: the sample unit was filled whit colored water using a syringe in order to detect any leakage. Results: the sample unit present leaks in the join with the tube of the bag, therefore it is confirmed the failure mode reported. Of the 14 samples received, only 1 sample was tested due to the confirmation of reported failure mode. The cause of the reported problem was traced to the manufacturing process. Per CAPA-000713 was open on 09/oct/2020 it was identified the following root causes: 1. Equipment failure: the bag sealer machine ID# bfm-2-1-001 was causing the weak seal condition on the joint of the tube with the bag, the generator of the equipment was identified. 2. Procedure not followed: the two forms related to the procedures pm-1011 and pm-1026, for to register units with leak were not filling up, even that was identified the equipment malfunction, as well the method to test the units in both process was not followed as is required, forcing the equipment to release parts with potential leak condition. The following corrective action were implemented thru CAPA-000713, the current status of the CAPA is in voe (verification of effectiveness) 1. The rf generator of the bag sealer machine ID# bfm-2-1-001 was replaced on (B)(6) 2020. 2. Update procedure pm-1011 cassette leak testing, install ffp clip and luer capping? To adequate better flow in the execution of the manufacturing activities was implemented on (B)(6) 2021.